Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy and inappropriate antitachycardia pacing due to atrial fibrillation conducting to the patient¿s ventricles. The patient was brought into clinic and programming changes were made. The patient was fine after the event.